Event description:
It was reported this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Several other noise oversensing events were noted, however only one inappropriate shock was delivered. The patient works as a mason and utilizes electrical tool around the time the shock was delivered. Provocation maneuvers were performed, and no noise was able to be reproduced. Technical services (ts) as contacted for troubleshooting recommendations. This s-ICD system remains in-service and continued remote monitoring is expected. No adverse patient effects were reported.